Event description:
The following has been reported: nurse reported: tubing problem references the secondary inlet/y port falling off resulting in a spill. Nurse reported: yesterday there was a cassette leak at the secondary connector site. The tubing was used to infuse ivf and dex was given as a secondary. When the nurse went to remove the dex from the secondary port it came off completely and fluids flowed out from the top. No patient harm. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: administration set breaks (any part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.